Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had a shield that separated from the syringe.

Event description:
It was reported that a bd insulin syringe with the bd ultra-fine¿ needle had a shield that separated from the syringe.

Manufacturer narrative:
Investigation summary: customer returned (10) 1cc, 12.7mm, 30g syringes in a sealed poly bag from lot # 8169612. Customer states that a pharmacy tech was stuck by a syringe needle that was uncapped inside of the bag, the shield was inside of the bag. The returned poly bag was examined and exhibited one syringe with the shield off in the bag, exposing the cannula, which could cause a needle stick. A review of the device history record was completed for batch# 8169612. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no CAPA is required at this time. Possible root cause is likely during the auto packaging operation that the shield could catch on the outside of the carton and when the product tamp station presses the air out of the bags the shield could be removed exposing the cannula. This would likely proceed through the system undetected unless it was detected during hourly visual inspections for missing components. Manufacturing has not taken additional steps for detection of this defect at this time.